Event description:
It was reported that the customer's insulin pump was spattering insulin at the fill tubing stage. The customer stated that the numbers were not appearing on the screen. The customer's blood glucose was 160 mg/dl. The customer also received a compromised force sensor system alarm after repeatedly pushing the act button. Advised a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to loose/flush drive support disk. The device had cracked reservoir tube lip, missing end cap sticker, minor scratches on display window, and cracked case near display window corners noted during visual inspection.